Event description:
The customer reported that she experienced high blood glucose of 385 mg/dl and stated that all of high blood glucose levels she was experiencing had been resolved with a set change. The customer stated that insulin delivery was blocked and the insulin pump was not delivering insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.